Manufacturer narrative:
Unit received with minor scratched lcd window, cracked keypad at select button, keypad overlay texture damage, faded serial number label, cracked reservoir tube lip, scratched case, missing retainer and missing reservoir tube o-ring the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had broken lip-ring. Customer's blood glucose value was 7.4 mmol/l at the time of the incident. Customer will not return device for analysis.